Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during the service of a 980 ventilator generated a loss of communication error message. The ventilator was not in use on a patient at the time the event occurred.